Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with striae and flap displacement (nasal) in right eye. Flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and pain. Patient reported symptoms are not interfering with daily activities. Surgeon reported patient symptoms are possibly induced by patient but patient denies. Bcva from (B)(6) 2016: right eye pre-op 20/20 -7.50 x -.25 x 165; left eye pre-op 20/20 -7.75 x -.50 x 8.